Event description:
Customer reported the unit top plastic part broke apart.

Manufacturer narrative:
A customer reported a rotor breakage on their statspin vt centrifuge during operation. Contents escaped the centrifuge. The customer confirmed that the rotor (rt12 of unk age) was correctly balanced and the shield was correctly in place. There was no report of injury to operator and no medical attention was sought. The unit was returned to the MFR. Upon further MFR's inspection, the failure mode of this event was confirmed to be from the rotor breakage. This breakage resulted in forcing the shield upwards into the cover assembly. The impact caused a piece of the hinge housing bracket to break off. The unit showed considerable age.